Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 43 mg/dl and other blood glucose level was 119 mg/dl. Customer was treated for low blood glucose level. Customer declined for troubleshooting. Customer stated that the transmitter had communication issue. Customer stated that there was no damage to the connection bridge or pins. Customer stated that the sensor received sensor connected alert and system started warm up. The insulin pump will not be returned for analysis.